Event description:
It was reported that patient was on normothermia on the arctic sun device and the nurse reported the flow rate had been lower than 1.1lpm. One neonatal pad was in place. Currently flow rate was 0.7lpm and had ranged from 0.7-0.9lpm. Patient temperature was 35.6c, water temperature was 39.5c and target temperature was 37c. Nurse reported that the device was not warming the patient and the water temperature was about 16c, so they changed the normothermia rewarm setting from 0.25c/hour to maximum and the device was also displaying low flow. System diagnostics water control showed that flow rate was 1.2lpm, inlet pressure was -7psi and circulation pump command was 35 percent. Mss explained that the pad was attached correctly and also how bends and kinks in the tubing could affect flow. Mss had the nurse check for bends and kinks and straighten the tubing. Mss also explained that with the neonatal pad the device could display low flow and the expected flow rate was 1.1lpm or greater.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be, "flow path is slightly blocked". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that patient was on normothermia on the arctic sun device and the nurse reported the flow rate had been lower than 1.1lpm. One neonatal pad was in place. Currently flow rate was 0.7lpm and had ranged from 0.7-0.9lpm. Patient temperature was 35.6c, water temperature was 39.5c and target temperature was 37c. Nurse reported that the device was not warming the patient and the water temperature was about 16c, so they changed the normothermia rewarm setting from 0.25c/hour to maximum and the device was also displaying low flow. System diagnostics water control showed that flow rate was 1.2lpm, inlet pressure was -7psi and circulation pump command was 35 percent. Mss explained that the pad was attached correctly and also how bends and kinks in the tubing could affect flow. Mss had the nurse check for bends and kinks and straighten the tubing. Mss also explained that with the neonatal pad the device could display low flow and the expected flow rate was 1.1lpm or greater.